Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were underfilling. The following information was provided by the initial reporter: "it was reported that the vacuum is not working, and tubes are not filling properly. Per email: the customer has reported "vacuum is not working, the tubes do not fill and currently 8 trays of tubes affected"."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were underfilling. The following information was provided by the initial reporter: "it was reported that the vacuum is not working, and tubes are not filling properly. Per email: the customer has reported "vacuum is not working, the tubes do not fill and currently 8 trays of tubes affected."